Event description:
The customer contact reported smoke and flames near the female end of the ac power cord. The device was plugged into the ac power outlet in an empty pt room. After an unspecified length of time, it was reported that the nurse smelled smoke and entered the room. At this time, the nurse noted flames coming out of the back of the device near the female end of the ac power cord. The nurse unplugged the device from the ac outlet and covered the pump with a wet towel to extinguish the flames. The device was removed from clinical service. During a visual inspection at the user facility, it was noted that the female end of the ac power cord was burned and the back of the device was charred. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. As indicated, this device was identified as part of the customer notification dated august 19, 2009. (B)(4).